Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4 batch #: a97f5r. Corrected data: d4 UDI # an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number a97f5r and no non-conformances were identified.

Event description:
It was reported that during an open whipple procedure, a small piece of the device detached while closing, causing the first jaw to fall onto the patient. A small piece of the device was not retrieved.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue? In response to the questions below. I don't know which piece of the harmonic 1100 fell into the patient and could not be recovered. The surgeon had to bring in a c-arm and conduct additional x-rays in the patient to potentially find the missing piece of the harmonic that broke off. They were not able to find that piece. I do not know if the patient has suffered any consequences of the piece being broken off. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.